Event description:
On (B)(6) 2008, the patient underwent an endovascular procedure using a gore® excluder® aaa endoprosthesis to repair an abdominal aortic aneurysm. It was reported that during the procedure the right internal iliac artery was unintentional covered with the device. The physician elected to monitor the patient. Later, the patient was discharged. No further issue was reported.

Manufacturer narrative:
Additional manufacturer narrative- the review of the manufacturing paperwork verified that this lot met all pre-release specifications.